Event description:
Philips intellivue patient monitors, models mp50 and mp70, have been experiencing an error message called "mms unplugged," meaning that the monitor has lost communication with the multi-measurement server (mms). When this error occurs, a blue light at the top of the monitor flashes, a dinging alarm sounds, and the words "mms unplugged" appear at the top of the screen. After a variable amount of time, the error stops and the mms reconnects to the monitor on its own, but then occurs again at intervals. During the time of the error message, which has been known to last as long as 29 seconds, the patient is not being monitored by the vital signs devices connected to the mms. On the mp70 monitors, the error message appears in a loop pattern every 40 seconds until a user turns off the monitor and resets it, at which point the error message no longer appears until a possible later date. This has occurred on several of our mp70 monitors historically, including two in the last week. One of many issues we are concerned about is if the patient has an invasive aortic bp line, and re-setting the monitor will cause the monitor to lose its calibration. The other major concern is that philips has not provided a permanent fix to the "mms unplugged" issue. We have not seen this error message appear on any mp50 monitor at our facility until last month, when this message appeared on a monitor on the pediatric unit. In this instance, the error code does not follow the same predictable 40 second loop that the mp70 monitor does. The error code appears at random intervals of time, ranging from seconds, to minutes, to hours. Also, the error does not go away after the mp50 is turned off and then reset on this particular monitor, so biomed has been unable to fix the monitor thus far, and has taken it out of service.we believe this to be a patient safety issue because the patient is not monitored during the time of the error message. Additionally, the central monitor and nurse call phone system fail to notify the nurse that the patient is no longer monitored. Even if the nurse does happen to walk by the patient's room at the time of the error code, he or she would not be able to fix or reset the monitor.====================== manufacturer response for intellivue patient monitor, philips======================philips does not have any idea why the monitor is behaving this way. The field service rep has taken the monitor to be examined by philip's engineers.